Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a standard follow-up it was founded that only 5 channels were working properly.

Event description:
During a standard follow-up it was found that only 5 channels were working properly. The recipient has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.